Event description:
This complaint originated from a foreign distributor in puerto rico. The distributor contacted carefusion technical support to report a unit that is autocycling. The unit was not on a patient at the time of the incident.

Manufacturer narrative:
The distributor determined that the probable cause of the reported event was most likely a faulty gas delivery engine. They installed a new gas delivery engine. The alleged faulty user interface module was returned to carefusion on february 27, 2015, and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde. The issue of the gde causing auto-cycling after performing exhalation valve performance testing was isolated to the inspiratory flow sensor (ifs) assembly. This issue is addressed in an internal correction.